Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient had their system explanted on an unknown date due to ineffective therapy. No company representatives were present at the time of explant or notified.